Event description:
The customer reported to olympus, the evis exera lll colonovideoscope had unexpected contamination. The scope water jet and air/water channel tested with in conformance with zero (0) colony forming unit of micro-organisms present. The scope biopsy channel, suction channel and the entire scope testes positive for more than 26 colony forming unit (cfu) of unspecified micro-organisms. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. For the initial independent culture testing the device tested positive for 4 colony forming unit (cfu) of filamentous fungi and coagulase negative staphylococci in which the results were out of conformance. Therefore, the scope was reprocessed, and culture testing was performed, and the device tested positive for less than one (1) colony forming unit of micrococcaceae. The obtained results from the second culture tests are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses tfd4 detergent, suctions water out of the channels and flushes out the air/water, and auxiliary washing. During manual cleaning, the customer used tfd4 detergent to brushes the operating channel, the suction pistons/cylinders, the operating channel port, and the distal end/area around the forceps elevator. For automated endoscope reprocessor (aer) treatment, the soluscope 4 washer along with soluscope cln detergent and soluscope paa disinfectant was used. The scope was stored in a plasmatyphoon dryer and olympus is the customer¿s maintenance company. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found though there were several technical defects such as the light guide rod lens and plastic distal end cover was cracked, the bending section cover was separated and discolored, the key top one and biopsy channel was incised and had cuts, the universal cord buckles, the bending tube has angle return and the up/down and right/left knob had play in the angulation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.